Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette "bloated" and leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. (Previously submitted as): ecm - baxter healthcare - haina parque industrial itabo, piisa carretera sanchez km 18.5 haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.